Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader did not turn on with button, test strips or usb (universal serial bus) cable insertion. Bnp-1 issue cloned due to liquid ingress found. Therefore, this issue is not confirmed to use . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that due to a button issue with the adc device, replacement device was issued. The customer further reported that due to a delivery delay of the replacement, the customer was unable to monitor glucose and experienced symptoms described as sickness, tremors, vomiting, inability to speak, and loss of consciousness. The customer was taken to the hospital where they were diagnosed with diabetic ketoacidosis and administered unspecified infusion for treatment, in addition to asthma medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that due to a button issue with the adc device, replacement device was issued. The customer further reported that due to a delivery delay of the replacement, the customer was unable to monitor glucose and experienced symptoms described as sickness, tremors, vomiting, inability to speak, and loss of consciousness. The customer was taken to the hospital where they were diagnosed with diabetic ketoacidosis and administered unspecified infusion for treatment, in addition to asthma medication. There was no report of death or permanent injury associated with this event.